Manufacturer narrative:
The operator was instructed by bci to change the I-beam tubing and latex tubing that routed through the pinch valve and to carefully clean the spill. A follow-up call to the customer after tubing replacement stated that tubing was changed and there were no further issues. The root cause for this event was the tubing leak.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak emanating from the center panel lower right side of the coulter lh 780 analyzer. There was no death, serious injury or exposure to mucous membranes or open wounds. The operator did not seek medical attention.